Event description:
It was reported that prior to an unspecified procedure, device damage occurred. Upon preparation of the rotatable snare oval 13mm polypectomy snare, it was noted that the tip of the snare was "narrow" and the snare rope appeared to be "crushed". The device was not used on the patient. The procedure was completed with another unspecified rotatable snare.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.